Manufacturer narrative:
This report is submitted on 02 march 2021.

Event description:
Per the clinic, the patient experienced necrosis at the magnet site on (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report, 02 mar 2021.